Event description:
It was reported that the battery of the patient's defibrillator was dead. There was no further information received for the product status. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.